Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they couldn't keep their implanted neurostimulator charged since last night. Patient said they had tried and tried since then to get the implant to charge, but no matter how they positioned the recharger, the implant wouldn't charge. Patient mentioned they thought the ins was draining faster, and sometimes they saw a message that said the battery needed to be replaced. Patient called their rep, (who they usually see for adjustments), and was told to contact patient services for replacement recharger. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inspected controller port and battery compartment, but did not see any damage. Patient then reinserted the battery and changed from ac power to recharger cord. Patient saw no device found (was last able to charge bout 2 days ago), so agent had them press 'recharge' option; connectivity number of 93 displayed. After a few minutes on hold, patient was able to see they were charging the ins with excellent quality; controller was 100% and ins was red/low. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed information with patient and advised they monitor the issue and call back if further issues presented.